Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 302mg/dl. During troubleshooting, a new cartridge was loaded and the pump performed as intended. Tandem technical support educated the customer in regards to abrupt temperature changes and to avoid abrupt temperature changes to the pump.